Event description:
Report rec'd that the safeset injection port "popped off spontaneously." A voluntary medwatch report from the user facility was rec'd via cdrh. It states, "safeset arterial line set-up actual needle injection port popped off spontaneously. Intra aortic balloon pump arterial line clotted off." Phone contact with the report source revealed that when the safeset port of the intra aortic balloon pump arterial line popped off, "the nurse was at the bedside and placed a finger over the port. The physician was notified and the arterial line to the intra aortic balloon pump was discontinued." The pt had another arterial line in place which was used for balloon pump timing. No adverse pt effects were reported. No furthr info was available.

Manufacturer narrative:
A used sample was rec'd for eval. Visual examination of the sample confirmed that the bung had been expelled from the safeset port. Further analysis was performed. The analysis revealed that product involved in complaints of this nature, while being produced within pressure specifications, was at the low end of the range. As a result, the port assembly process was optimized to produce product at the upper end of the range.